Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found evidence of leaking on the wash zone 1 pump. Service replaced the 2500ul pump, bulk solutions, resolving the issue. The module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to discrepant patient results post service intervention. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the 2500ul pump, bulk solutions did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the 2500ul pump, bulk solutions were identified.

Event description:
The customer reported falsely decreased alinity I tsh result generated on the alinity I processing module for one patient. The sample was repeated on another instrument and higher results were obtained. The following data was provided: sid (B)(6), initial result = <0.0083 iu/ml. Sid (B)(6), repeat results on another instrument = 0.9650 and 0.9608 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I tsh result generated on the alinity I processing module for one patient. The sample was repeated on another instrument and higher results were obtained. The following data was provided: (B)(6) initial result = <0.0083 ¿iu/ml (B)(6) repeat results on another instrument = 0.9650 and 0.9608 iu/ml there was no impact to patient management reported.